Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had to go to the ER due to high blood glucose, dehydration, and diabetic ketoacidosis. The patient's blood glucose at the time of incident was 430 mg/dl, which caused her to experience fatigue, nausea, and vomiting. The customer was sick all day and treated with an IV. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its components for damage and functionality. No apparent malfunctions were found, and the pump passed the high pressure test. No products were returned and the customer was shipped two infusion sets and reservoirs so she may try different site locations on her body.